Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not enter into foley catheter.

Event description:
It was reported that sterile water did not enter into foley catheter.

Manufacturer narrative:
The reported event was not confirmed. Four photos were received for evaluation. The first photo shows a top view of one 3-way all silicone catheter and syringe. The second photo shows the deflated balloon and tip. The last two photo shows the catheter's cap nghw3679 and the tray's label myjq4022. Received 1 all silicone foley catheter with syringe. Inflated the balloon with the returned syringe and 10 ml of methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) with no difficulty. Balloon rested with no leaks. The returned syringe was connected the balloon passively deflated in 53 seconds with no issues or cuffing. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed therefore, a DHR review is not required. The reported event is unconfirmed therefore a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.